Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage was too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended that the device should be replaced within 28 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended that the device should be replaced within 28 days. It was stated that the device was likely explanted, but no further information was able to be provided. The patient was stable. Should the device be returned in the future, this record will be updated with analysis results.